Manufacturer narrative:
The received information is not specific enough to point to any particular fault. We haven't received any update, logs or service report. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated an error indicating disabled valves. There was no patient harm. Manufacturer ref.#: (B)(4).